Manufacturer narrative:
All available information was investigated, and the reported off-label use, unintended movement (clip open - locked), and physical resistance / sticking could not be replicated in a testing environment. Additionally, the l-lock tabs were observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (clip open ¿ locked) and physical resistance / sticking (release pin) could not be determined. The reported off-label use was associated with the use of mitraclip device for tricuspid valve repair. A cause of the observed scratched material (l-lock tabs) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Cine review: this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated the following: one (1) fluoroscopic still image was provided. There are three fully deployed clips visible in the image; there is no cds or sgc in view indicating the image was taken post deployment and removal of the third cds. There is a fourth non-clip, implantable device in view. In the image, the top and bottom clip are both in a similar position / orientation relative to the fluoro view, such that the clip arm plane is parallel to the observer's line of sight. While the clip arm angle of the top and bottom clips cannot be visualized due to their orientation, both clips appear to be in the fully closed position (~10°) based on the small tip-to-tip distance of the arms. Conversely, the middle clip is rotated relative to the top and bottom clips such that the clip arm plane is oriented almost perpendicular to the observer's line of sight, providing a better visual of the clip arm angle. The middle clip appears to have an arm angle of ~60°. While the angles in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the middle clip is opened to a larger degree than the top and bottom clips in the image. Presumably, the middle clip is the second implanted clip with the reported issue of post deployment cowl. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. As stated, it is evident that the middle clip (reported device) is opened to a larger degree beyond the fully closed position per the instructions for use which aligns with the reported incident details that the clip had a more opened final arm angle post deployment. It was reported that during deployment "it was difficult removing the release pin. It appeared the release pin required a significant amount of force to remove it". Once the pin was removed, it was further reported that "after the actuator knob was retracted, the clip arms opened". These reported details are indicative of excessive tension on distally on the clip arms which is corroborated by the fluoroscopic image provided in which the middle clip (reported device) is at a noticeably different orientation than the top and bottom clips, which had no reported issues and are presented in the same orientation. This is indicative that the middle clip (reported device) potentially had a misaligned grasp and/or grasp chords. The release pin component serves as a mechanical connection between the arm positioner and internal actuator assembly (the clip is attached distally to the actuator assembly via the coupler). During normal use prior to removal, the release pin allows rotational movement of the arm positioner by the user to be translated into linear movement of the actuator assembly. When the arm positioner is rotated in the closed direction, the actuator assembly is translated proximally which applies a tensile force at the clip to essentially pull the clip arms closed. During deployment, per the instructions for use, the arm positioner is place in neutral prior to removing the release pin; this action is intended to alleviate any residual force from the arm positioner, specifically, on the actuator assembly/clip. However, excessive tensile forces that are applied distally at the clip are translated through the dc shaft and internal actuator assembly and can pull on the release pin, potentially making removal difficult. When the release pin is removed, the mechanical connection between the arm positioner and actuator assembly/clip is removed. This allows the actuator knob to be rotated counterclockwise, per the IFU, effectively unthreading the coupler from the clip. The user then retracts the actuator knob which pulls the coupler inside the l-lock shaft of the delivery catheter, facilitating full mechanical separation from the clip (i.e. Deployment). Observing clip arm opening during this step, as reported, is an indicator that there was likely excessive tensile forces exerted distally at the clip. After the release pin is removed, but prior to actuator knob rotation/retraction when the clip is still attached to the cds, any excessive tension exerted on the clip arms due to misaligned grasp, thick leaflets, grasped chords, etc. Is absorbed by the dc shaft and actuator assembly, artificially holding the clip arms in a closed position against the increased opening forces exerted on the arms. When the actuator knob is retracted and the clip is mechanically separated from the dc shaft / actuator assembly, the clip arms bear the excessive force and can result in some amount of clip arm movement as the stored excess force is released and potentially causes a delay in the lock mechanism engaging. Based on the cine provided, it is possible a misaligned grasp relative to the valve and / or grasped chords resulted in excess tension at the clip, resulting in the observed clip arm opening during deployment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that an off-label mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 (massive). The first clip was implanted with no reported issue. Another clip was placed on the mitral valve. During deployment process, all steps were performed per instructions for use (IFU); however, it was difficult removing the release pin. It appeared the release pin required a significant amount of force to remove it. The release pin was able to be removed and the remaining IFU steps were followed. However, after the actuator knob was retracted, the clip arms opened. The mr increased from 2+ to 3+. A third clip was placed to further reduce the mr back to 2+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.